Manufacturer narrative:
No sample was returned for evaluation. Without supplemental and complete information, including pictures, conclusions about causation cannot be determined. A review of historical complaint data showed no adverse trending. 3m will continue to monitor. End of report.

Event description:
Hospital alleged a (B)(6) male, african american had third degree burn from the 3m¿ steri-drape¿ u-drape 1015. Location of burn was not provided. Size of injury was 20 cm by 25 cm with additional areas varying of severity. Patient received a skin graft on the third degree burn. Symptoms included: erythema, edema, blisters, skin tears, burning, pain, and partial and full thickness skin damage. Patient does not have a history of skin sensitivities, dermatological pathology's, or allergies. No skin preps were used prior to application of the drape. Hospital reported the patient is "recovering as expected from surgery".